Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided by the surgeon. He indicated the malfunction occurred at the end of the procedure. The procedure was completed after replacing the product with another one.

Manufacturer narrative:
The customer did not retain the product lot information. Therefore, the device history records traceable to the reported procedure pack could not be reviewed. A sample was not received to date, for this complaint report. Therefore, visual inspection or functional testing could not be conducted. Without a sample, it cannot be determined, if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established, as a sample has not been received. Without a sample, it is not possible, to isolate the root cause. As the root cause is unknown. The relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown. And a sample was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported when injecting silicone oil (so) with the viscous fluid (vfi) handpiece, the rubber insert blew off the back side during a procedure. In addition, the scrub technician indicated the blunt needle that inserts into the cannula was found to be bent and partially broken. No fragments were seen or left in the eye or on the sterile field. There was no harm to the patient.